Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) mentioned that the medications were not properly flagged as home medications in the customer¿s pis system. Tss consulted with the interface team and confirmed that while blocking could be configured, the customer preferred to manage this on their end. After liaising with cpsi trubridge team, filtering was applied so home medications no longer flowed into pyxis. This prevented confusion and ensured nurses used the patient¿s own medications instead of hospital stock. The tss confirmed that medication blocking and filtering has been configured through the customer¿s pis system. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary home medication appeared in pyxis incorrectly. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary home medication appeared in pyxis incorrectly. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.